Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited elevated pacing impedance and noise. During a routine device changeout procedure for normal battery depletion, the physician elected to cap and surgically abandon this lead, and implanted a new defibrillation lead. To date, there have been no therapy delivery issues or patient symptoms associated with this clinical observation.